Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals failed to load properly as they remained inside of the loading devices upon removal of the delivery devices. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to mfg report # 2242352-2013-00634 and 2242352-2013-01342 for the related report.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and slightly evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal and anchor tab were inside the body of the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot numbers. There was no nonconformance recorded in the lot history. (B)(4).